Event description:
It was reported when the end cap was slowly being removed from the lead, the most distal electrode on the right lead had caught on the inside of the lead cap and stretched and kinked the most distal electrode. No action was required as a result of the event and troubleshooting included impedance testing. The issue was resolved. The patient status at the time of report was alive with no injury and there were no patient symptoms.

Event description:
Additional information received reported the lead was still in use. The patient¿s initial programmer was on (B)(6) 2014. They were not sure if the electrode was used; however, there were ¿outstanding results.¿

Manufacturer narrative:
Product ID: 37601, serial# (B)(4), product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3708660, serial# (B)(4), product type: extension. (B)(4).